Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during setup, the device exhibited a blue screen on startup. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device logs were not returned for evaluation. Technical support advised replacement of the device mainboard. The factory trained biomedical engineer requested a quote for the replacement mainboard to correct the issue. No additional details have been provided.